Event description:
It was reported that the ilet user experienced hyperglycemia reaching 53 mg/dl that was overtreated with a meal consisting of pepsi and a chicken sandwich. It was noted that user used a contact detach steel infusion set on the abdomen and a dexcom g7. The highest sensor reading was 313 mg/dl, confirmed by glucometer at 310 mg/dl, and the high persisted for about two and a half hours before trending down to 277 mg/dl, with no device component implicated and no alerts or alarms noted. Symptoms included hypoglycemia, hyperglycemia, headache, disorientation, dizziness, blurred vision, and urinary frequency. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to overtreaing hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.